Event description:
The reporter stated that a leak was observed in the pt line while device was in use. Additional clinical info has been requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.